Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump did not dispense the accurate amount to the patient. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: describe event or problem. Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an inaccurate delivery was not confirmed during the review of the logs or replicated during laboratory testing. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Alaris system maintenance results indicate that that the syringe module is performing as designed and passes all accuracy measurements. On 25 april 2025 at 11:08:49 am the unit was selected, the syringe type was bd 50 ml, the volume to be infused = 42.1 ml and the rate = 168.4 ml/hr, the infusion was started. At 11:10:17 am the infusion was paused, one (1) minute later the infusion was restarted. At 11:25:26 am the infusion stopped due to an empty syringe; the unit was selected; the syringe type was bd 10 ml, the rate = 168.4 ml, the vtbi = 1 ml, the infusion was started. One minute (1) later the infusion completed, and the syringe module was channeled off. The alaris system user manual v12.3.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use the smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.3.2 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause for the reported inaccurate deliver was not identified during investigation. The reported issue could not be replicated during laboratory testing or confirmed through review of the logs. The device was found to be operating within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an inaccurate delivery when using the syringe pump. The pump did not dispense the accurate amount to the patient. There was patient involvement, but no harm.